Manufacturer narrative:
A ge service rep performed an on site investigation. An upgraded version of the system software was installed. The calibration files and the dicom info system were reloaded. The intelligent servo drives and the back plane printed circuit board were replaced. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system joystick was not responsive. No pt injury was reported.